Event description:
Device malfunction: none. Symptoms/ae: vasospasm, stroke. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, during stent placement, the pt experienced a stroke. During stent deployment, the pt was unable to squeeze the toy. The physician was concerned the weakness was due to a vasospasm and administered some adenosine intra-arterially. Symptoms initially resolved, however, later that evening, the pt had some weakness and speech problems. A CT scan was done and was negative. Two days post procedure, a repeat CT showed a possible lacunar infarct, diagnosed by the neurologist as a stroke. Seven days post procedure, the pt went back to baseline. Eight days post procedure, the nihss score was 0 and the pt was discharged to home. Although requested, there is no additional info available. Choice study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Stroke and vasospasm are known possible adverse events associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.